Manufacturer narrative:
Medtronic received the following information from a journal article entitled; use of stainless-steel, balloon-expandable chimney grafts is durable though caution is required when lining angulated renal arteries taneva t. G, fazzini s, pipitone d .m, karaolanis g, torsello g, bremer c, austermann m, , and donas p. K. Journal of endovascular therapy 1¿ 8 https://doi.org/10.1177/1526602820948260. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii stent graft systems were implanted in 116 patients as part of chevar (chimney endovascular aneurysm repair) procedures of various pararenal pathologies. The following malfunctions were observed; type ia endoleak, type ib endoleak, type iii endoleak, type IV endoleak, type v endoleak, type ii endoleak the following adverse events were observed; occlusion, stenosis, thrombosis, bleeding, renal failure, surgical access complications & re-intervention patients deaths were also reported; 2 patient deaths within 30 days of procedure (cause of deaths given as cardiac insufficiency and developed acute coronary syndromes) , 25 deaths between 30 days and 33 months of index procedure (causes unknown).